Event description:
It was reported that the ventilator went to dashes on the respiratory rate and then stopped ventilating pt with an audible alarm. The nurse noticed the pt was changing color and then manually ventilator the pt. No pt harm reported.